Manufacturer narrative:
B3: event date: the event occurred in february 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of unspecified quantity of clearlink system continu-flo solution set were kinked; not allowing fluids to flow through. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.